Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range shock impedance measurements on the right ventricular (rv) channel. Upon review, technical services (ts) stated that impedance measurements exceeded 133 ohms on several occasions, and an alert was triggered. There was no noise recorded latitude, but occasionally the intrinsic amplitude of the right ventricular (rv) lead was around 5 mv, the rv threshold is at were at 1.8v which gradually increased after implantation. Ts suggested to have this patient come back to the hospital for troubleshooting options. This device remains in service. No adverse patient effects were reported.